Event description:
Caller reported a malfunction on the pump with code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, which resolved the malfunction; customer was informed to continue using the pump and to call back if the issue recurs, caller acknowledged and understood.